Manufacturer narrative:
Results of investigation: the carefusion field service representative evaluated the unit but was unable to reproduce the reported event. The operational verification procedure was ran and the unit is working per manufacturer specifications.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that upon start-up of the unit the screen is blank, it does not power up. The customer reported that there was no patient involvement.